Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition / migration of essure device location of device: fallopian tube/ outside fallopian tube / perforation (fallopian tube(s)"), pelvic pain ("pain"), uterine haemorrhage ("abnormal uterine bleeding"), pregnancy with contraceptive device ("pregnancy (no complications)") and genital haemorrhage ("persistent bleeding") in a 26-year-old female patient who had essure (batch no. 627302, 627729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida and parity 3 ((B)(6) 2001, (B)(6) 2005, (B)(6) 2008). Concurrent conditions included body mass index normal, myalgia, edema and dysfunctional uterine bleeding. Concomitant products included ibuprofen and oxycodone. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings"), hirsutism ("hormonal changes describe:facial hair"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal-yeast infection") with vaginal discharge, rash ("rashes or skin conditions type: rash and itchy skin"), pruritus ("rashes or skin conditions type: rash and itchy skin"), nausea ("nausea"), dental caries ("dental problems - tooth decay"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2008, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2010, 1 year 6 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), haematuria ("bladder or urinary problems or changes - blood in urine"), migraine ("migraines / headaches"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), endometriosis ("or complication (s) please describe: endometriosis") and ovarian cyst ("injury(ies) or complication (s) please describe: endometriosis, re-occurring cysts"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen") and anxiety ("mental anguish"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy and unilateral salpingo-oopherectomy left side), surgery (hysterectomy with bilateral salpingectomy and unilateral salpingo-oopherectomy left side) and surgery (total laparoscopic hysterectomy. Left salpingo oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, uterine haemorrhage, pregnancy with contraceptive device, mood swings, hirsutism, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, female sexual dysfunction, rash, pruritus, haematuria, migraine, nausea, endometriosis, ovarian cyst, alopecia and anxiety outcome was unknown and the genital haemorrhage, headache, dental caries, dysmenorrhoea, dyspareunia, fatigue, weight increased and abdominal pain lower had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2010. The reporter considered abdominal pain lower, alopecia, anxiety, dental caries, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, haematuria, headache, hirsutism, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, pruritus, rash, uterine haemorrhage, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: operation: essure tubal occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Us pregnancy (B)(6) 2010 : 1. Singleton live intrauterine pregnancy, 20 weeks 4 days gestation by established edd. Estimated fetal weight of 354 +/- 53 grams (12oz) correlating to the 38th percentile for gestational age, concordant fetal growth, limited views of the fetal spine due to fetal positioning. Otherwise normal fetal anatomic evaluation. Transvaginal ultrasound was performed on (B)(6) 2016: essure ¿ right: the device was seen in the right cornua of the uterus, left: the device was seen in the left adnexa between the uterus and left ovary. It is likely in the left fallopian tube not confirmed on ultrasound. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: abnormal uterine bleeding, dysmenorrhea, vaginal hemorrhage, ovarian cyst. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet : events abdominal pain lower, alopecia, anxiety, blood in urine, dental caries, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, , headache, hirsutism, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pregnancy with contraceptive device, rash and itchy skin, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, she did not undergo essure confirmation test and weight increased are added. Lot number added. Concomitant and historical conditions and drugs and lab tests added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition / migration of essure device location of device: fallopian tube/ outside fallopian tube / perforation (fallopian tube(s)"), pelvic pain ("pain"), uterine haemorrhage ("abnormal uterine bleeding"), pregnancy with contraceptive device ("pregnancy (no complications)") and genital haemorrhage ("persistent bleeding") in a 25-year-old female patient who had essure (batch no. 627302/ 627729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida and parity 3 ((B)(6) -001, (B)(6) 2005, (B)(6) 2008). Concurrent conditions included body mass index normal, myalgia, edema and dysfunctional uterine bleeding. Concomitant products included docusate sodium (dioctyl sodium sulfosuccinate) from (B)(6) 2017, ergocalciferol (ergocalciferolum) from (B)(6) 2017, ibuprofen and oxycodone. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal-yeast infection") with vaginal discharge, rash ("rashes or skin conditions type: rash and itchy skin"), pruritus ("rashes or skin conditions type: rash and itchy skin") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 12 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("menorrhagia"). On (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"), hirsutism ("hormonal changes describe:facial hair") and dental caries ("dental problems - tooth decay"). In 2015, the patient experienced nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). In december 2015, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches") and headache ("headaches"). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), haematuria ("bladder or urinary problems or changes - blood in urine"), dyspareunia ("dyspareunia (painful sexual intercourse)"), endometriosis ("or complication (s) please describe: endometriosis") and ovarian cyst ("injury(ies) or complication (s) please describe: endometriosis, re-occurring cysts"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen") and anxiety ("mental anguish"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy with bilateral salpingectomy and unilateral salpingo-oopherectomy left side), surgery (hysterectomy with bilateral salpingectomy and unilateral salpingo-oopherectomy left side) and surgery (total laparoscopic hysterectomy. Left salpingo oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, uterine haemorrhage, pregnancy with contraceptive device, mood swings, hirsutism, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, female sexual dysfunction, rash, pruritus, haematuria, migraine, nausea, endometriosis, ovarian cyst, alopecia and anxiety outcome was unknown and the genital haemorrhage, headache, dental caries, dysmenorrhoea, dyspareunia, fatigue, weight increased and abdominal pain lower had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2010. The reporter considered abdominal pain lower, alopecia, anxiety, dental caries, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, haematuria, headache, hirsutism, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, pruritus, rash, uterine haemorrhage, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: operation: essure tubal occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Us pregnancy (B)(6) 2010 : 1. Singleton live intrauterine pregnancy, 20 weeks 4 days gestation by established edd. Estimated fetal weight of 354 +/- 53 grams (12oz) correlating to the 38th percentile for gestational age, concordant fetal growth, limited views of the fetal spine due to fetal positioning. Otherwise normal fetal anatomic evaluation. Transvaginal ultrasound was performed on (B)(6) 2016: essure ¿ right: the device was seen in the right cornua of the uterus, left: the device was seen in the left adnexa between the uterus and left ovary. It is likely in the left fallopian tube not confirmed on ultrasound. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: abnormal uterine bleeding, dysmenorrhea, vaginal hemorrhage, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.